Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
I am not sure whether the product was originally empty or the product remained in my body [foreign body in reproductive tract]. Inserted it and discovered there was no thread [device physical property issue] . Case narrative: consumer reported via e-mail that there was no thread on the tampon. No serious injury reported.